Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the angioplasty performed to expand the vessel and device manipulation appear to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, there was difficulty advancing the commander delivery system and 23mm sapien 3 valve through the esheath. Via contra lateral side, the sheath was dilated with a balloon and the delivery system and valve were able to cross. The valve was implanted successfully. Upon esheath removal, a flow limiting dissection was observed. The artery was ballooned and stented successfully. At the time of the report the patient was stable. The patient&#38112;access vessel minimum luminal diameter was 5.8mm and had minor calcification.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection, a marking five inches in length distal to the strain relief, liner stretching distal to the strain relief, scratches distal to the strain relief and minor distal tip damage were observed. Due to the state of the returned esheath (liner expanded), no relevant dimensional or functional testing could be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint of resistance with the delivery system through the esheath was unable to be confirmed, and no manufacturing non-conformances were identified. The patient reportedly had minor access vessel calcification, which supports that patient factors may have contributed to the reported resistance during delivery system advancement. Calcification can restrict the ability of the esheath to expand, which could lead to increased insertion forces during thv delivery. Additionally, push force can also vary due to angle of insertion. As a result, the reported high insertion angle could lead to increased insertion forces during thv delivery. Based on available information from the complaint description, it can be speculated that patient factors (calcification) or procedural factors (sheath insertion angle/depth) could have also contributed to the reported event. The observed liner stretching in the sheath is an indication of improper seam expansion during advancement of the delivery system and valve. Investigational studies documented in a pra and technical summary demonstrated that the seam stretching behavior is not a failure and has been shown to satisfy the design input requirements for design verification and design validation. The seam stretching behavior meets form, fit and function requirements for the esheath, and there are no associated patient safety risks, and therefore is no longer considered to be a failure mode. The complaint was not confirmed for resistance with delivery system, and no manufacturing non-conformances were able to be identified in the returned sample. No labeling or IFU inadequacies have been identified. Although the criticality level for this failure mode is low, a pra and technical summary was completed for risk assessment. See the pra and technical summary for further information.